Event description:
A patient was undergoing diagnostic catheterization followed by interventions of balloons, wires and stents in coronary arteries. The x-ray equipment failed. The equipment was restarted (10 minutes without x-ray). This happened 3 times during this procedure. The patient was unstable throughout the procedure. The x-ray equipment would not re-boot and procedure was finished using a portable c-arm with poor images and no saving of cine runs.